Manufacturer narrative:
Due to the nature of the complaint, the observation stated in the reported event could not be confirmed. To gain more information about the complained event the ¿infection complaints _ checklist customer¿ (B)(4) was forwarded to the sales rep. The sales rep confirmed that the provided checklist is valid for all three reported events. It was specified that there were no anomalies regarding the undamaged status of the sterile packaging and / or the sterility of the product. The device was placed through an intra-oral incision after rinsing it in gentamycin antibiotics. The product was already sterile so no re-sterilization needed to be performed. The customer assumes that the stryker product was responsible for the infection, because three infections at different hospitals were observed. In this case frequent pus and discharge from both the mouth and under the chin required several courses of antibiotics. The kind of infection could not be detected because no organism was isolated. Therefore, it could also not be confirmed if the organism that caused the infection is normally present on human skin. The patient had no infection prior to surgery and has also no history of infections or other diseases like virus infections. There was no infection existing in the hospital while the surgery took place. Prior to surgery antibiotics were prescribed. 3-4 weeks passed after the surgery until the infection occurred. The hospital performs a routine follow up to monitor postoperative infections. This infection case will be treated with a revision surgery. There were no infections at the affected hospital with stryker instruments or implants before, prior to those three reported events. Additionally, for infection complaints expanded investigations are performed at the manufacturing site stryker malvern to assure that neither the complained device (lot specific DHR review) nor all related manufacturing process steps (e.g. Environmental monitoring, sterilization validations tests) have caused or contributed to the reported event. Furthermore, it is evaluated if the risk assumptions in the related fmea are in correspondence with the reported event. All results including were documented within the ¿infection complaints - checklist investigator¿ (B)(4). No discrepancies were found. With respect to a former infection complaint for a medpor product (B)(4), the following information was provided by the r&d medpor expert (vice president of concept development ): ¿usually, an infection at a medpor implant site is thought to be caused by either contamination of the implant during the initial surgery, especially from oral mucosa if it is an intraoral approach, or later contamination through a surgical wound dehiscence or exposure of the implant due to breakdown of the overlying tissue.¿ all given information was forwarded to the stryker health care professional, who agreed with the r&d medpor expert. Summarizing all obtained information, the root cause for this complaint could not be determined. It seems probable that due to the intra-oral implant placement the medpor implant was contaminated by the oral mucosa, eventually resulting in the reported infection. However, since no bacterial culture was isolated, this cannot be confirmed. Based on the investigation including a statistical analysis, the results of the expanded investigation at the manufacturing site, the feedback from the customer as well as based on the assessment of the stryker health care professional there is no indication for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported by a surgeon that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by a surgeon that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.